Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7214943, medical device expiration date: 2018-05-31, device manufacture date: 2017-08-02, medical device lot #: 7214944, medical device expiration date: 2018-05-31, device manufacture date: 2017-08-02. "Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for overfill with the incident lot was/was not observed. Evaluation/testing of the customer samples was performed and overfill was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Investigation conclusion: based on evaluation of the customer samples, the customers indicated failure mode overfill with the incident lot was/was not observed. Further investigation has been initiated through a CAPA. The investigation is still on-going and improvements will be made as the potential causes are identified. Root cause description:based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified."

Event description:
It was reported that the bd vacutainer¿ buffered sodium citrate blood collection tube was observed to have overfills. No injury or medical intervention reported.